Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the matrix drawer would not close. A field service engineer (fse) identified a broken tab on the rear chassis that was holding the lever in place and preventing the drawer from closing. The rear chassis was replaced, and the system was rebooted and storage space recovered to restore normal operation. The system functioned as intended after field service engineer repaired the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, matrix drawer on drawer 6 would not close fully and was jammed or broken lever at the back of the drawer. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.